Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was 288 mg/dl. This was the second occurrence of a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer stated that this is the third time that it gave her that issues and every time she inserts a new battery. The customer was advised the insulin pump will need to be replaced. The customer was also advised they may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm unexpected battery power loss alarm due to critical pump error alarm.